Event description:
I began using invisalign trays on (B)(6), and within 2 weeks, I began noticing my gums became very itchy and swollen. Thinking this is normal with the trays, I continued wearing them until my next set of aligners 2 weeks later. After 2 weeks, my dentist's assistant applied my attachments and gave me the new set of trays. During that visit, I reported my issues to the dentist, and he filed/smoothed the tops of the aligners and assured me that would help. That night, my gums became more swollen, inflamed and I began to experience severe pain. Again, thinking this would go away, I continued wearing the aligners but did notice I had relief when I took them out to eat. Within a couple of days, the inflammation in my gums increased, instead of decreasing; my gums itched severely and were extremely painful. In addition, I began to get a sore, itchy throat, which I did not associate immediately with the aligners. I also developed 2 bumps on my gums, on the inside of my mouth and on the gumline itself. The swelling/pain/itchiness of my gums became so unbearable, I removed the aligners after 6 days of wearing the new trays and decided I'd had enough of invisalign. I made an appointment to see my dentist, and the assistant wrote all of my symptoms. I also told her I did not want to ever wear the trays again. The dentist tried to get me to continue wearing the trays and said he would give me some gum gel. I expressed my desire to discontinue invisalign, as I felt my symptoms were so severe and not normal. I will also add a few things: I am diabetic, and my blood sugars rose considerably during my invisalign treatment - I'm thinking because of the inflammation-; the dental assistant kept asking me if I thought I had an allergic reaction to invisalign, which I thought was odd since I never once mentioned this to her or the staff, as it never crossed my mind. After not wearing the trays for 48 hours, my gum swelling/pain reduced tremendously and I was virtually pain free...sore/itchy throat also went away, as well as the 2 bumps on my gums. I followed all procedures for brushing, flossing, rinse after every meal and wore the trays for the required 22 hours a day. Just thought I would share my experiences in case others have had similar experiences. I also called invisalign to report what was happening to me and about getting my money back, but the customer service rep did not want to give me any info and said I would have to report it to my dentist, and then he calls them. I have since made arrangements to get a refund with my dentist's office and expect to hear from them in 3-4 weeks. Total time I wore invisalign trays was 3 weeks. Dates of use: (B)(6) 2011.